Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. The sales account manager who performed a demo with a health care professional lodged the complaint as the surgeon had never mentioned reduced light/view with the lx three until the device was put in the stack. Root cause could be identified as customer dissatisfaction. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the report of microscope-integrated display was causing the reduced view/light through the scope and because of that it was out of the scope in the right eye of a patient, during cataract surgery. The patient ended up needing anterior vitrectomy and lens was implanted.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).